Event description:
Pt came for pregnancy termination. Lmp was 6i/18/96. Pt was 7 wk gestation. Small sac seen on ultrasound. Surgeon did not obtain adequate amount of tissue. The follow-up b-hcg tests showed an initial drop followed by a rise. Pt's referral for continued care was delayed by incorrect lab tests. Machine previously malfunctioned in 3/96 and had been rechecked by co.